Manufacturer narrative:
Unit power up properly after battery installation. Unit was downloaded successfully using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the displacement test, self test, sleep current measurement and active current measurement. No failed battery alarms noted during testing. No low battery alarms or unexpected battery power loss noted during testing. Unit was monitored and no frozen screen noted. Unit functioning properly. Pump received with normal operating currents. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download history review failed batt test was recorded on 01-jul-2024 at 06:40:41. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit tested successfully. P-cap locks properly into the reservoir compartment. Unit also received with scratched case. In conclusion, customer concern with failed battery test, unexpected battery power loss and frozen screen were not confirmed during testing. Unit successfully powered up after battery installation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen screen, unexpected battery power loss, failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported receiving a battery failed alarm, power loss alarm and frozen display. Customer was not able to clear the power loss alarm. Customer called back after resting pump for 2 hours and replacing battery, frozen display continued. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.